Event description:
The manufacturer received information alleging a patient expired. There was no allegation the device malfunctioned. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient expired. The customer stated, ¿when the patient was in wheelchair [the connect alarm] kept going off without him opening his mouth. I felt no leaks in the hoses. However, I put dan on another ventilator and changed the hoses. After I changed the hose no connect alarm went off. When I went in found dan passed away, the connect alarm was going off. I felt no leaks in the hoses or mask. I thought I pulled his pillow mask out of his nose for a second and I think there was no air coming out the mask. Maybe that was not true because I was in a panic mode. Dan didn¿t want any CPR. I tried to revive him with the cough assist before the paramedics arrived. I don¿t think you can use the cough assist at high pressures to replace CPR." The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. After receiving further information from the patient, it is determined that the initial report should have been filed as adverse event and product problem only. Section adverse event/product problem in box b has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient expired. There was no allegation the device malfunctioned. On previously submitted report, section ¿describe event or problem¿ was wrong. Section ¿describe event or problem¿ should be - the manufacturer received information alleging a patient expired. The customer stated, ¿when the patient was in wheelchair [the connect alarm] kept going off without him opening his mouth. I felt no leaks in the hoses. However, I put (B)(6) on another ventilator and changed the hoses. After I changed the hose no connect alarm went off. When I went in found (B)(6) passed away, the connect alarm was going off. I felt no leaks in the hoses or mask. I thought I pulled his pillow mask out of his nose for a second and I think there was no air coming out the mask. Maybe that was not true because I was in a panic mode. (B)(6) didn't want any CPR. I tried to revive him with the cough assist before the paramedics arrived. I don't think you can use the cough assist at high pressures to replace CPR." The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.